Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the needle was blocked, and no medicine could exit the needle. No damage was noted to the device or the packaging. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the needle was blocked, and no medicine could exit the needle. No damage was noted to the device or the packaging. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual evaluation was performed and no anomalies were identified from the inspection. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed. When the syringe was compressed resistance was felt confirming that the device was occluded. The inner hub/sheath was removed from the outer and no visible signs of damage were observed. The extrusion was cut just proximal of the needle so that the sheath and needle could be tested separately. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed, no resistance was encountered. Next, a 0.009 pin gauge was inserted into through the needle into the proximal end of the needle; some resistance was met approximately 6mm from proximal end of the needle. The pin gauge was pushed further into the inner diameter of the needle until it exited the distal tip. A small piece of what appears to be a 'silicone" like substance was extracted from the inner diameter. This substance is likely 'mdx,' a silicone based lubricant applied to the outside of the inner sheath during manufacturing. This is residual from the fabrication process, and does not appear to be a foreign contaminant. In addition, mdx was evaluated for biocompatibility and met biocompatibility requirements. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.